Manufacturer narrative:
Hauser, r. G., hayes, d. L., almquist, a. K., epstein, a. E., parsonnet, v., tyers, g. F. O., vlay, s. C. And schoenfeld, m. H. (2001), unexpected ICD pulse generator failure due to electronic circuit damage caused by electrical overstress. Pacing and clinical electrophysiology, 24: 1046¿1054. Doi: 10.1046/j.1460-9592.2001.01046. Boston scientific database queries were performed in an attempt to specifically identify the six cases where no manufacturing reports were available. However, the specific events were unable to be identified as the exact cases listed in the registry and, therefore, are being reported.

Event description:
Source literature noted that unexpected failure of an implantable cardioverter defibrillator (ICD) system could have potentially catastrophic results. For this study, data was obtained from the from the multicenter registry of pacemaker and ICD pacemaker and lead failures database and the FDA¿s manufacturer and user facility device experience (maude) database to look for devices with electronic circuit failure due to electrical overstress damage (eos) to the high voltage circuitry and other electronic components. The registry¿s database was assessed for all non-battery failures for guidant and cpi that were entered as of (B)(6) 2001; 16 cases were identified, of which manufacturer reports noted 6 were associated with eos, 3 were other specified causes, 1 was within specification, and 6 had no manufacturing results available. The maude database searched for terms of ¿overstress¿ and ¿electrical overstress¿ for entries from (B)(6) 1996 to (B)(6) 2000, and 273 guidant/cpi entries were found. The cases from maude were also reviewed for circumstances around the event, signs of failure, clinical consequences, and causes. The authors discuss that they do not know why these ICD generators were susceptible to eos and provide potential reasons. It does identify that in 1997 guidant/cpi made manufacturing changes to reduce the possibility of eos. Clinical implications were discussed, as well as, the limitations of the study. It was noted that additional database capabilities are needed to improve post-market surveillance of the products. The 6 events reported through the registry that did not have manufacturer results available were for the following models: 1788 (1 event), 1831 (4 events), and 1762 (1 event). The sign of failure for the 1788 event was no telemetry at implant in december 1998. The 1831 and 1762 events were reported in FDA report #s 2124215-2015-10216 and 2124215-2015-10214.